Event description:
It was reported that while attempting to use a 2.5mm diameter x 30mm length endeavor sprint drug eluting device, stent dislodgement occurred during delivery to/at the lesion site. No other clinical sequelae were reported for this event.

Manufacturer narrative:
Evaluation: results (due to insufficient information provided on procedure root cause can not be determined). (Due to insufficient information provided on procedure root cause can not be determined). (B)(4)

Event description:
Evaluation summary: the delivery system was returned to medtronic for evaluation. The hypotube was kinked 58.3cm distal to the strain relief. The distal tip was flared. The stylette was stuck in the inner lumen and was not possible to remove.the stent was not returned with the delivery system. Crimp impressions were visible on the balloon. The balloon folds were partially opened and disturbed.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (stent dislodgement). No device returned for analysis. (No device returned for evaluation). Conclusion results: inherent risk of procedure - (stent dislodgement). (B)(4).